Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother was reported via phone call that the insulin pump had a blank display and damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump not holding battery life and also blank display. The customer stated that the insulin pump had cracks on side casing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads and cracked case at the display window corner. Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No unexpected low battery alarm and blank display noted.